Event description:
It was reported that during prep for a coronary artery stenting procedure, stent damage occurred. "It was noticed that the stent is ruffled at the distal end, it is raised off the balloon." As the 2.50x32mm taxus liberte stent was being prepped, prior to being inserted into the patient's body, it was noticed that stent damage occurred. No patient injuries or complications were reported.